Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve was replaced to resolve the reported issue. No patient information provided to date after calls to customer 08/27/2021, 09/02/2021, and 09/03/2021.

Event description:
The hospital reported the adjustable pressure limiting valve was broken and causing a loss of manual ventilation. There was no report of patient injury.